Event description:
Pt reported alleged cracks in the tubing of the lap-band system. The pt reported ¿feeling hungry¿ and a fluoroscopy was performed which identified 2 cracks in the tubing near the port. Pt also reported a previous band slippage and reflux. Revision surgery was performed to reposition the band. The lap-band device remains implanted and surgery is scheduled. The pt is not sure at this time if the band will be removed without replacement or if the affected part of the tubing will be replaced. Follow up findings: health professional confirmed that surgery is scheduled to explant the lap-band device without replacement. The leak was first noted when the pt reported a ¿lack of restriction.¿ the band slippage was confirmed with ¿radiology [that] showed the barium remains above the band.¿ follow up findings: the pt reported that the device was explanted. Further follow up is being conducted, but info has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the reported event of band slippage and reflux as follows: ¿slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated.¿